Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty procedure while inflating a balloon the pressure gauge stopped at 12 bars then jumped to 18 bars. The customer continued to use the device as they reported that this occurred at three different stages during the procedure. No harm or injury was reported.